Event description:
During an anonymous customer experience survey, it was reported that the customer had to stop peritoneal dialysis due to an incarcerated umbilical hernia and they removed the catheter to reduce the chance of infection. There were no recorded issues with a fresenius device, or product in relation to the reported event. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient experienced an emergency with a sudden development of a strangulated umbilical hernia on (B)(6) 2021. The patient¿s bowel was strangulated, and they were admitted to the hospital on that day. The patient underwent emergency surgery and had the pd catheter removed. The patient was initiated on hemodialysis (hd) temporarily while recovering from the surgery. The patient was discharged on (B)(6) 2021. The patient started in-center hd therapy on (B)(6) 2021. The patient continued with hd until returning to pd therapy in march 2022 (date not specified). The pdrn stated the hernia was not pre-existing prior to the start of the patient¿s initiation on pd therapy (date unknown), but that it developed suddenly. The pdrn could not find any additional documentation related to the hernia. The cause of the hernia is unknown. The patient is continuing to complete pd therapy without further complication. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of strangulated umbilical hernia with surgical repair and temporary transition to in-center hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the hernia and utilization of the liberty select cycler. Although a cause of the hernia was not confirmed, there is no allegation of a device malfunction or deficiency reported for the hernia event. Patients on pd are at risk of developing hernia due to increased intraabdominal pressure and a high prevalence of abdominal wall complications. Although it is unknown if pd therapy itself contributed to the hernia, there is no allegation of a device malfunction or deficiency or other fresenius product(s) causing the patient¿s hernia. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the strangulated umbilical hernia.

Event description:
During an anonymous customer experience survey, it was reported that the customer had to stop peritoneal dialysis due to an incarcerated umbilical hernia and they removed the catheter to reduce the chance of infection. There were no recorded issues with a fresenius device, or product in relation to the reported event. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient experienced an emergency with a sudden development of a strangulated umbilical hernia on (B)(6) 2021. The patient¿s bowel was strangulated, and they were admitted to the hospital on that day. The patient underwent emergency surgery and had the pd catheter removed. The patient was initiated on hemodialysis (hd) temporarily while recovering from the surgery. The patient was discharged on (B)(6) 2021. The patient started in-center hd therapy on (B)(6) 2021. The patient continued with hd until returning to pd therapy in (B)(6) 2022 (date not specified). The pdrn stated the hernia was not pre-existing prior to the start of the patient¿s initiation on pd therapy (date unknown), but that it developed suddenly. The pdrn could not find any additional documentation related to the hernia. The cause of the hernia is unknown. The patient is continuing to complete pd therapy without further complication. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.